Event description:
Philips received a complaint by the customer on the v60 indicating while performing inspection, it was observed that the device was giving an error code 110b proximal pressure sensor autozero failed message. The customer informed that the proximal pressure is not measured, and pressure related alarms are compromised. Per manufacturers manual, it is recommended to replace the proximal auto zero solenoids. It was reported there was no patient involvement at the time the issue was discovered. The customer replaced the solenoid valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.